Manufacturer narrative:
B5: updated. H6: codes updated.

Event description:
Champion af study. It was reported that there was a device related thrombus. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 31mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient with a complete laa seal and deployed device diameter was 23.1 mm. There were no patient complications that were reported to have occurred. Three (3) years post procedure the patient presented to hospital and underwent heart catheterization that showed critical multivessel disease, low flow, low gradient severe aortic stenosis and heavily calcified ascending aorta and transverse aorta. The patient was diagnosed with coronary artery disease and was admitted for further evaluation. The same day, laa imaging was performed and computed tomography (CT) assessment revealed a thrombus on the atrial facing surface of the closure device and moderate descending aortic atheroma. The patient was on aspirin at the time of this event. The patient did not experience any complications as a result of this event and the event is still ongoing. It was further reported that there was no thrombus present, and the complaint has been withdrawn.

Event description:
Champion af study it was reported that there was a device related thrombus. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 31mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient with a complete laa seal and deployed device diameter was 23.1 mm. There were no patient complications that were reported to have occurred. Three (3) years post procedure the patient presented to hospital and underwent heart catheterization that showed critical multivessel disease, low flow, low gradient severe aortic stenosis and heavily calcified ascending aorta and transverse aorta. The patient was diagnosed with coronary artery disease and was admitted for further evaluation. The same day, laa imaging was performed and computed tomography (CT) assessment revealed a thrombus on the atrial facing surface of the closure device and moderate descending aortic atheroma. The patient was on aspirin at the time of this event. The patient did not experience any complications as a result of this event and the event is still ongoing.